Event description:
In 2008, it was reported to boston scientific corporation that a male pt underwent treatment successfully with a prolieve thermodilatation kit as part of a post-market study using prolieve for the treatment of benign prostatic hyperplasia (bph). According to the complainant, the pt experienced the following anticipated symptoms following his treatment with prolieve. Hematuria, termed mild, commenced on the day of procedure, resolution is pending. No treatment reported. Slight bleeding from meatus of urethra with catheterization, commenced on the same day, severity and resolution is pending. No treatment reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.